Event description:
Heart rate of pt 30's - 3rd degree atrioventricular block external pacemaker applied. Did not work when turned on. Pt was stable throughout process/care. Alert & oriented, blood pressure stable external pacemaker removed from service. External pacer repaired on 1/26/99 - wire replaced on machine.